Manufacturer narrative:
The cause of the device in wrong position was determined to be an unintentional use error as the pump came back across the aortic valve during a repositioning attempt. The cause of the difficulty to position was determined to be an unintentional use error as the pump migrated back to posterior side of left ventricle with inlet facing mitral valve. The pump passed all the post sterile inspection checks.

Event description:
A 76 year old male patient was admitted for coronary artery bypass grafting. An impella 5.5 was placed electively. Following initial trans-aortic placement, position was deemed suboptimal. During attempted repositioning, the impella 5.5 jumped back across the aortic valve into the ascending aorta. When attempting to remove the pump, the motor housing had migrated above the point of the graft sewn onto the aorta and a loop of impella catheter was now wrapped around itself just below the level of the aortotomy. The patient had to be brought back onto cardio-pulmonary bypass to open the aorta, take the loop out of the catheter, and then place the pump in an optimal position. Hemodynamic support was initiated and the surgical procedure concluded. After 7 days of support, the patient was successfully weaned and the impella 5.5 removed.

Event description:
In order to undo the coil that developed in the impella catheter, the patient was placed back on cardiopulmonary bypass and an aortaotomy was performed. The device was then pulled through the aortaotomy and unwound, then placed back within the aorta and advanced down into the left ventricle. The device continue to lay itself down towards the posterior side of the lv. The aortaotomy was then closed and the patient was initiated on support. No immediate suction or positional alarms occurred. The device was requested to return upon explant, however, the surgical team that removed the device ended up disposing of it. Thus, the device is not available for return.

Manufacturer narrative:
Additional information has been provided in b5 (event description), including further detail regarding sequence of events and device interaction.